Event description:
Risk manager, file a med watch that alleged that a patient got out of bed and the bed exit did not place a nurse call to the nurse's station. The patient was found on the floor and there were no injuries noted. Technician I, reported that the bed had been put back into service, and he was unable to check this bed.